Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that infusion stopped on its own while the system was in the vitrectomy mode with activated infusion. Infusion stopped for approximately 10-20 seconds. The surgery step was changed to viscous fluid control (vfc) extraction, fluid air exchange (fax) air induction was not present even though it was active. There was no system message displayed. The procedure was completed without patient harm. Additional information has been requested.